Manufacturer narrative:
Updated fields: b4, g1, g2, g3, g6, h2, h6, h11. Corrected fields: d10, e1.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial contact reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer to the emergency support program for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the alarm had gone off several times in a row and she was inquiring about how to resolve the alarm. She did not utilize the help screen or the iab fill key.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec.